Event description:
It was reported that during an gastric band procedure, during insertion into a patient, a small hole was observed in the band. A second band was inserted instead. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.